Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump failed to deliver the programmed amount during preventative maintenance, which was not reproduced but confirmed during evaluation. At the reported rate of 200 ml/hr and volume to be infused of 50 ml, the pump delivered 45.504 ml (-8.992%) during the device evaluation. Additional flow rate tests were performed and the device under infused greater than 10%. The valve and finger travels were tested and were found to be below specification. The device was re-calibrated.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during preventative maintenance testing. The test was set to deliver 50ml at 200ml/hr. Less than 47.5ml was delivered during each test. It was also reported there was no pt involvement.